Event description:
It was reported that during an angioplasty procedure, a catheter shaft fracture occurred. The lesion being treated was located in the left anterior descending (lad) artery. During preparation, outside of the patient's body, the 2.2 x 20mm maverick 2 monorail balloon catheter shaft broke near the hypo tube while loading on to an unspecified guide wire. The catheter shaft broke into two pieces, all parts of the device remained outside of the patient. The procedure was completed with another of the same device. No patient complications were reported. The patient's condition was reported as "fine".

Manufacturer narrative:
(B)(4).